Event description:
The lay user/patient called lifescan (lfs) on march 2006 and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the patient two days later and obtained / verified the following information: the patient has owned this meter for approximately 3 months. He currently takes lantus at bedtime (amount not provided) and humalog (8 to 12 units based on the meter readings) he reported that in th eearly morning two days later, the patient obtained two results of 286 and 278 mg/dl. He reported no symptoms at the time of testeing. Because of high results, he took 12 units of humalog, he then ate a "normal" breakfast. About 1 to 1/12 hours later, he "bottomed out". He began to see green and yellow spots and almost passed out. His wife was with him and she was able totest his blood glucose, the result was 39mg/dl. She geve him glucose tablets, orange juice, and peanut butter, he felt better after he had eaten. He did not seek any medical attention after his blood glucose increased. He then contacted lfs for assistance. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient performed a control solution test, which passed. This complaint is being reported as the patient suffered a hypoglycemic result after taking insulin based on his meter results. A replacement meter has been sent.